Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. The customer received a lower sensor scan result of 48 mg/dl compared to a blood glucose reading of 198 mg/dl obtained on a healthcare professional (hcp) meter. The length of sensor wear was unknown. It is unknown whether the customer noted a trend arrow on the device. When the results were plotted on a parkes error grid, fell into the "c" zone showing the difference in values to be clinically significant. Details of the customer's symptoms are not specified. The customer self-treated with a lot of food until the glucose levels increased. After an unspecified amount of time, the customer was taken to the hospital, where they were provided with unspecified fluids to get the glucose level down. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Product has been returned and is currently undergoing investigation process. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained.

Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. The customer received a lower sensor scan result of 48 mg/dl compared to a blood glucose reading of 198 mg/dl obtained on a healthcare professional (hcp) meter. The length of sensor wear was unknown. It is unknown whether the customer noted a trend arrow on the device. When the results were plotted on a parkes error grid, fell into the "c" zone showing the difference in values to be clinically significant. Details of the customer's symptoms are not specified. The customer self-treated with a lot of food until the glucose levels increased. After an unspecified amount of time, the customer was taken to the hospital, where they were provided with unspecified fluids to get the glucose level down. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software and extraction was successful. The watermark was observed at the base of the tail indicating the sensor being properly inserted. The sensor was found to be in state 1 (storage state). Log file showed that the user had attempted to activate the sensor but was not able to get to an active paired state. As a result, sensor returned to storage state (sensor state 1). Also, clinical and historical data were not present indicating that no readings were logged since sensor was not activated. Issue is not confirmed due to sensor not being activated.an extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification.dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution.all pertinent information available to abbott diabetes care has been submitted.